Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unknown issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If additional investigation occurs regarding this issue as a result of follow-up with the customer or product return, lfs (lifescan) will report the findings to the FDA in a supplemental report.